Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure the system locked. There was no system message displayed. The system was re-booted and surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).